Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The shipment related with this complaint consisted of two instruments, one packaged in its inner and the second one in its outer blister. Both were covered by the tyvek lid foil showing the lot information. The instruments show macroscopic signs of damage, namely that one blade has broken off on both of them. The devices were visually inspected with the aid of a photomicroscope using various magnification. The visual inspection confirmed the macroscopically noticeable damage. The break of the scissor blades are located directly under the edge of the metal tube. However, the fractured surfaces are covered by the second scissor blades which are why it could not be visualized and assessed. As the blister was opened by the customer, the product was handled. The situation in which the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is therefore confirmed but the root cause cannot be conclusively identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that led to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an unspecified surgery a tip of an ophthalmic scissors was broke off in the back of patient¿s eye. Procedure details and patient impact were not reported.

Manufacturer narrative:
Additional information is provided in a.2, a.3.a, b.3 and b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the patient was involved with the left eye. The surgery was completed by removing the broken part by the surgeon from the back of the eye via the port. There was no impact caused to the patient.